Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/19/2016. The complaint a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) /2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Dexcom representative advised patient to reset the device which was successful. No additional patient or event information is available.